Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided charging supplies. There was no reported adverse impact to the customer. New charging supplies was sent to the customer.